Manufacturer narrative:
Evaluaton summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value fo -14.0% from the desired amount. The specification of this device is +/-5%. A corrective and preventative action has been initiated.

Event description:
The facility reported an infusion pump that underdelivered. It was not known if the underdelivery occurred while infusion on a patient. Per the facility representative, the volume delivery accuracy was low and no patient injury was associated with this report nor have there been any incident reports filed since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested, but none was requested.